Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer somehow got his hand stuck in his afp. When the fire department came they cut the cable thinking it would release the afp manually to get his hand out.